Event description:
On (B)(6) 2010, the pt reported the up button of the infusion device was defective. On (B)(6) 2010, the pt's vendor reported that on (B)(6) 2010, the pt experienced elevated blood glucose of 440 mg/dl. The pt switched to the backup infusion device using new accessories and bolused. The pt's blood glucose lowered to 309 mg/dl 1.5 hours later and the pt again bolused through the infusion device. The pt's normal blood glucose range is 7-7.3 mmol/l (126-131 mg/dl). No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.